Manufacturer narrative:
(B)(6) 2025 declaration for information and regularisation: delay in formalisation due to an input error on my part in the planning process. Patient: no clinical consequences to the patient - no additional surgery - delay on surgery over 30mn (stipulated in the incident report). Verification of manufacturing data: 30 devices packaged - no incidents during manufacturing - the batch complies with expected specifications. Additional information requested: when did the device reach this state of disassembly? When you open the pouches? Other? Can you describe what happened? This device has not been used. So, can you confirm a delay on surgery of more than 30mn? If yes, why the surgical time been increased by this time? Have you kept the alu pouches? If so, can you send me some photos? What was used to complete the procedure (lot number)? What is the name and address of the healthcare facility concerned? According with current legislation of this country, is this type of event should be reported to the national competent authority? Investigations in progress - no corrective/preventive actions to date. Awaiting for additional information for expertise: not enough element to understand the origin of the incident.

Event description:
(B)(4). Incident occured in argentina. Description of incident: "the product was not used. The "peek (implant)" was out of the needle". This was the first use of menix duo for this surgeon.

Manufacturer narrative:
July 09, 2025 declaration for information and regularisation: delay in formalisation due to an input error on my part in the planning process. Patient: no clinical consequences to the patient - no additional surgery - delay on surgery over 30mn (stipulated in the incident report). Verification of manufacturing data: (B)(4) devices packaged - no incidents during manufacturing - the batch complies with expected specifications. Additional information requested: when did the device reach this state of disassembly? When you open the pouches? Other? Can you describe what happened? This device has not been used. So, can you confirm a delay on surgery of more than 30mn? If yes, why the surgical time been increased by this time? Have you kept the alu pouches? If so, can you send me some photos? What was used to complete the procedure (lot number)? What is the name and address of the healthcare facility concerned? According with current legislation of this country, is this type of event should be reported to the national competent authority? Investigations in progress - no corrective/preventive actions to date. Waiting for additional information for expertise: not enough element to understand the origin of the incident. (B)(6) 2025 follow up1 additional information requested - answers received. When did the device reach this state of disassembly? When you open the pouches? Other? Yes, it was detected when the pouch was opened. The product was received in this state as it left the factory. Can you describe what happened? The doctor opened the pouch and detected that the device was disassembled. This device has not been used. So, can you confirm a delay on surgery of more than 30mn? If yes, why the surgical time been increased by this time? The delay of the surgery was due to the fact that the doctor tried to use the device and was unsuccessful. Have you kept the alu pouches? No if so, can you send me some photos? What was used to complete the procedure (lot number)? Not notified by the customer what is the name and address of the healthcare facility concerned? According with current legislation of this country, is this type of event should be reported to the national competent authority? Incidents of this type should not be reported to the competent national authority manufacturing data analysis. No non-conformities during the assembly stages. Experienced operators in charge of this batch. Mentresse lot 240338 (t-mentresse lot 233826): the batch complies with production requirements. Meniscus insert batch 241402: supplier's inspection compliant - incoming inspection compliant - batch complies with production requirements. Clean menix pins batches 241812 and 241851 from batch 230568 before cleaning: 11 parts rejected by the supplier for a shape defect (absence of chamfer on the tip). Metrological records show three out-of-tolerance dimensions. The defect on the chamfer mainly generates a risk of braid breakage due to friction during use. In view of the information provided by the customer, the types of defects do not seem to be related to this discrepancy. Device expertise - additional information. The condition of the device as reported in the incident report ("peek (implant)" was out of the needle") implies that both handle buttons were pressed, causing the tips of the pins containing the anchors to protrude from the cannula and then return to their initial position. This action releases the anchors from the pins by tilting them when they are brought back into contact with the cannula. Hypothesis: there are two possible causes of button activation prior to implantation. At sbm - packaging phase: movement of the buttons during insertion of the device into the first-level pouch. In the operating room - pouch opening phase: the pouch is partially opened and pulled by the handle to extract it the vacuum sealing of the pouches envelops the buttons, creating retention at their level. If the device is pulled out of the pouch without fully opening it, then the buttons are pressed until they come to a stop at the bottom of the groove, which deploys the pins out of the cannula. There is a high probability that the menix handle buttons were triggered in the operating room during extraction of the device from the first-level pouch. Note: this was the surgeon's first use of the device. Furthermore, no inspection of the devices removed from menix duo products before storage revealed any movement of the buttons. The precaution of completely opening the pouch is now included in the menix duo surgical technique (ref. Mgmentoen01_0725) as well as in the 3d animation (vid-mk-vd-menix-en-002) for training distributors and users. The development of the menix duo handle with the addition of notches (see change control cc 2220) reduces the risk of unintentional button triggering. Corrective action: awareness campaign/training for the distributor's sales representatives by our sales department on how surgical technicians should open the pouches (opening the pouches on the correct side, opening the pouch completely to avoid pulling on the medical device to remove it, etc.) And review of the operating technique. October 2025.

Event description:
Fnconf(B)(4) incident occured in argentina. Description of incident: "the product was not used. The "peek (implant)" was out of the needle". This was the first use of menix duo for this surgeon.